Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the liquid crystal display monitor would not power up. There were no reports of patient harm.

Manufacturer narrative:
It was reported, the liquid crystal display monitor would not power up. There were no reports of patient harm. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, no estimation was made because the actual device was not returned, and no other information was available. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.